Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: a4, a5, a6, b6, b7, d4 - expiration date, d4 - unique device identifier, d6a - implant date, d6b - explant date, d10 - concomitant product, e1 - fax number, h4, h6, h11. The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device tested positive for an unexpected contamination . The issue occurred during reprocessing. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.